Manufacturer narrative:
The insulin pump was received with unresponsive down arrow buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was unable to verify motor error alarms due to button anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 114 mg/dl. The mother also reported a motor error alarm occurred on the insulin pump. The customer's mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.